Event description:
Customer reports the softclix plus lancet will not release and prick finger. No accidental needle stick occurred. No adverse event reported. The customer did not provide the location where the malfunction occurred. Upon evaluation by the manufacter, it was confirmed the lancet does not reract. Requested return of suspect device and replacement was sent.